Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01650. It was reported that the patient was experiencing ineffective therapy to the right side neck and shoulder. Multiple reprogramming sessions were attempted without success. As a result, surgical intervention occurred on (B)(6) 2021 and one lead was explanted and replaced. The patient has effective therapy post operatively. Since is unknown which lead was replaced, both leads are being reported.